Manufacturer narrative:
(B)(4). Batch # u5cv0h. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism nonfunctional and with 6r45b cartridge loaded in the device. The reload was received partially fire 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that product failure is multifactorial. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? - in this case the stapler was hard and didn't even staple or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? - not if yes, how was the device removed from the patient? If yes, did the jaws eventually open? The doctor reported that he inserted the load normally inserted the stapler into the cavity and when he went to fire the load the stapler went hard ... And did not staple .... He tried to force the grip to release the load for stapler but said it was too hard ... Then gave up. He removed the stapler that opened the jaw without a problem. He removed it from the cavity and requested another one to finish the procedure. Some other customers report that the stapler is much harder than the competitor's, in addition to being less ergonomic than the mdt's, making it easier to handle those with smaller hands.

Event description:
It was reported that the doctor reports that the stapler locked at the time of stapling. No patient consequence.